Manufacturer narrative:
(B)(4). Correct information was been obtained on (B)(4) 2015.

Event description:
(B)(6) states that the back frame broke in half causing the plunger pins to break and the back will not fold.

Event description:
(B)(6) that the back frame broke in half causing the plunger pins to break and the back will not fold.